Event description:
It was reported that the leads had high impedances, and the patient was experiencing inadequate pain relief. The patient underwent a lead replacement procedure. The explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7080369. UDI: (B)(4).